Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. Internal and external inspection revealed fluid intrusion. The technician checked for an infinite resistance reading from the ground to each ac input terminal and the readings were not infinite. Voltage verification at j3 (pump assembly) had voltage supplied however the pump assembly did not activate. Evaluation was terminated due to fluid intrusion and no test article could be used due to possible contamination of equipment. The fluid intrusion caused the pump assembly to malfunction and create an open circuit within the pump assembly preventing it from activating resulting in the earth leakage. The cause for the earth leakage was determined to be a malfunctioning pump assembly due to fluid intrusion. The device will be scrapped. Should additional relevant information become available, a follow up medwatch will be submitted.